Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Struts from the 2 most proximal stent strut rows were lifted from the stent profile and pulled distally. The outer diameter of the remaining undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple slight hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 3.00x28mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. The physician attempted to advance the device for several times but the distal edge of the stent struts were deformed which seemed to be lifted. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 3.00x28mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. The physician attempted to advance the device for several times but the distal edge of the stent struts were deformed which seemed to be lifted. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.